Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by MFR.: the complaint sample was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. Access was obtained using a 14f non-bsc sheath and a 0.035" non-bsc guide wire. A 27/7/2/65 equalizer balloon catheter was advanced and inflated. However, the balloon ruptured. The device was removed successfully without patient complications. The procedure was completed with another of the same device.

Event description:
It was further reported that the balloon was inflated once, and ruptured during the first inflation. The device was removed intact from the patient.

Manufacturer narrative:
(B)(4).